Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with episodes of hypoglycemia, reaching a low of 40 mg/dl blood glucose, followed by hyperglycemia, associated with not announcing meals and subsequent automated correction boluses, and the user consumed oral glucose (juice) that led to rebound hyperglycemia; the user uses a dexcom g7 and infusion set inset 6 mm/23 in and performed a factory reset with guidance, then resumed insulin delivery and scheduled training follow-up. Symptoms included confusion or disorientation, dizziness, hypoglycemia, and hyperglycemia. Outcomes included no health consequences or impact. Investigation included product technical support review and user training coordination. Investigation of this case revealed user technique factors related to missed meal announcements contributing to glucose variability. It was concluded that user-related factors contributed to the event, and additional training and restart of learning were implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.